Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the set up of a cryo ablation procedure, the shaft of the mapping catheter was twisted and could not be advanced through the introducer. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.